Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported that dropped the pump and the center button was not able to use. Customer reported that buttons were not responsive after a keypad anomaly. Pump had not been exposed to altitude change. Time does advance when display is observed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked into place properly during testing. Pump received with an unresponsive keypad. Unable to perform self-test due to unresponsive keypad. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were recorded. Pump was cut open to perform visual inspection and found moisture damage on pcba1 and keypad flex connector gold traces. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and scratched case in summary, customer concern for unresponsive keypad was observed during analysis and confirmed due to corroded keypad traces. Isolate to electronic stack. Customer concern for cosmetic damages on pump were also confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.